Manufacturer narrative:
The unit passed the rewind, the basic occlusion test, the occlusion test, the prime test, the excessive no delivery test, and the displacement test. The unit was received with all of the buttons responding properly. There was no damage or moisture damage on the keypad assembly. There was no unlocked lcd keypad connector. There were no button error alarms. The unit had a cracked case at the display window corners and a minor scratched lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report a keypad anomaly and also high and low blood glucose levels ranging from 39 to 541 mg/dl. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.